Event description:
It was reported that the patient faced an event on 10-apr-2026, where infusion set fell off while sleeping. The set was used for twelve hours.

Manufacturer narrative:
Name: tandem street 11045 roselle street line 2 suite 200 city san diego state ca zip code92121. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 3003442380.